Event description:
It was reported that patient was experiencing vomiting and nausea after vns surgery. Mother thinks it might be related to vns. According to the patient¿s surgeon the patient has been vomiting 2 times a day and has been admitted to the ICU due to dehydration. Provider turned down settings yesterday and they will know in a week if settings change helped patient. No additional relevant information has been received to date.

Event description:
Additional information was received that patient is experiencing bowel movement issues although the generator has been disabled. No additional relevant information has been received to date.

Event description:
Information was received from neurosurgeon indicating that generator was programmed on during surgery. No other factor could have contributed to vomiting, dehydration and nausea. The believed cause of the nausea and its relation to vns was that after vns turned on seizures stopped, but nausea/vomit was issue. Seemed to have temporal relationship with the vns and improved when vns settings turned on. The relationship of vomiting to vns therapy was 2 days after surgery and immediately after. The relationship of dehydration to vns therapy was unknown but related to vomiting. After patient has device disabled the vomiting stopped 1-2 days later. Information was received from neurologist indicating that patient is experiencing constipation. Other factors that could have contributed to bowel movement issues is the patient was changed to continuous feed from a bolus feed. Per neurologist the constipation is not related to vns therapy. No additional relevant information has been received to date.